Event description:
It was reported that during a lap appendectomy procedure, the device fired properly. However, when it was opened, the reload was stuck on the tissue. It was excised from the tissue and an endoloope was used to close the opening. There was no pt impact.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.